Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the heavily calcified anatomy, the balloon outer surface became damaged resulting in the reported balloon rupture during the inflation at 10 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the heavily calcified superficial femoral artery (sfa). The armada percutaneous transluminal angioplasty (pta) catheter was inflated once to 10 atm and ruptured. No resistance was noted during advancement. Another armada pta catheter was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.